Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a syncopal episode on the date of implant. Review of device data by a boston scientific technical services (ts) consultant was unremarkable. No further information was available. No adverse patient effects were reported. This device remains in service.